Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was an acute myocardial infarction. The patient suffered an acute myocardial infarction at home and was transferred in an ambulance to the hospital. During transport the patient received cardiopulmonary resuscitation. After arrival to the hospital the patient was declared dead. It was not reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death. No additional information is available.